Event description:
The customer stated that she took back to back blood glucose tests and received readings of 72, 24, and 129 mg/dl. The difference between some of these readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.